Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that repeated failures of drawers main 4.1. A field service engineer, replaced drawer board and reseated all connections to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, the device experienced a drawer failure. The customer stated that the malfunction occurred while a user was trying to issue a medication for a patient and the user was able to retrieve the medication from a different nearby pyxis. There were no adverse events or injuries reported based on this incident.